Event description:
It was reported that during a da vinci-assisted surgical procedure, at the end of the procedure, when they tried to visualize the clamps to remove them, they noticed that the scissors were bent. They ended up removing the clamps without detaching them from the arm, using the port clutch. During the procedure, there were moments when the arms were colliding with each other, and it also appeared that the ports were very close together. Furthermore, it seems that the assistant was not certified. The procedure was completed with no reported injury. A review of the information associated with this event has been performed by post market fae indicates that one image shows an mcs with a broken tube extension, and the other image shows an mcs with a dislodged proximal clevis within the tip cover, intuitive surgical inc. (Isi) followed up with the customer to confirm that at the end of the procedure, there was difficulty removing the instrument, as the arm became stiff and displayed an orange status. No system error was generated. The team verified that the instrument was not grasping any tissue and that the trocar was not bent or obstructed; no issues were identified. To resolve the situation, the port was removed together with the instrument, after which the instrument was able to be removed without further issue. Although an obstruction message was displayed, no physical obstruction or device malfunction was confirmed, and the system did not report any errors. The procedure was completed without any reported patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.